Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 lot number. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. Device evaluation found the following: -the green sheath was deformed and scraped (but the tip was still attached) -the needle had not melted -foreign material around the needle tip and on the stylet -two fingers were ran down the entire length of the insertion tube with no abnormalities found -no damage was noted on the handle, slider and locking mechanism -the distal end sheath was examined under a microscope, tears are noted and appears to be a little melted. However, the sheath to be fulling intact, no missing pieces -when manipulating the handle slider back and forth the needle was able to extended and retracted a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to: when the sheath is protruded while the angle of the endoscope is severe (upmax state), it is possible that the internal parts of the endoscope (metal pipes) came into contact with the sheath, causing increased frictional resistance, which may have deformed the sheath. The event can be prevented by following the instructions for use (IFU) which state: "·do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. ·when removing the product from the tray, remove the insertion part after removing and holding the handle. If you first remove the insertion tube and hold it, then remove the control section, the insertion tube may be deformed. ·do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. ·return the up/down angle lever of the endoscope to its neutral position before inserting the aspiration biopsy needle into the endoscope. Insertion with the angle fixed may damage the endoscope or aspiration needle. ·do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty." Olympus will continue to monitor field performance for this device.

Event description:
A clinical specialist reported to olympus, (3) single use aspiration needles were melted, and distal end of the sheath was broken. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.